Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had possible infection. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service.